Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited intermittent loss of ventricular capture at 7.0 volts @ 1.5 ms (high outputs). The physician states there was an atrial lead problem (competitive lead), and the patient has congestive heart failure.